Manufacturer narrative:
Pending evaluation.

Event description:
Device (in hospital) crack was observed on the sizer after washing and sterilization. It was the first time to use this sizer. Customer washed the device with dishwashing detergent and put the devices in the stainless basket. The device was washed in the surgical instruments washer. (Washing at 70 degrees centigrade, rinsing at 90 degrees centigrade and drying at 110 degrees centigrade. 70 mins total.) Then the device was sterilized by autoclave sterilization at 132 degrees centigrade for 10 mins and dried at 80-100 degrees centigrade for 40 mins.